Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure image noise was confirmed however image not displayed was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is likely due to component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had noise and no image display. The event had occurred during inspection for use. There were no reports of patient involvement.